Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer filled the cartridge with 180 units of insulin. Reportedly, the insulin gauge displayed an accurate fill estimate of over 120 units of insulin. The customer's blood glucose level was reported to be 400 mg/dl, which was addressed with a correction bolus.